Event description:
The customer reported that during a case, the console alarmed error 207, right motor unable to move to position 300. The perfusionist switched out the console with another one and the case was completed without further incident. Later, he powered the console off and on again and it passed power up diagnostics. The console was returnd to quest for evaluation. Product code 5001000.